Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d314drg implantable cardioverter defibrillator (ICD) implanted: (B)(6) 2012, 5076 implantable pacing lead implanted: (B)(6) 2012. (B)(4).

Event description:
It was reported that right ventricular (rv) lead oversensing was observed following an atrial pacing events. The device was reprogrammed and the lead remains in use. No patient complications have been reported as a result of this event.